Event description:
Boston scientific received information stating: suspected left ventricular lead conductor fracture on mdt lead. The lv threshold is high than the previous follow up now is 3,5@1 (B)(6)hospital: (B)(6) italy implanted in 2008. Event date; (B)(6)2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).